Manufacturer narrative:
The device has not been returned to animas. . No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the pump had a cracked battery compartment and intermittent power issues the yellow o-ring was visible. The patient had a blood glucose (bg) of 406mg/dl with moderate ketones and was very tired. This complaint is being reported as the patient experienced hyperglycemia related to intermittent power issues.